Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller stated the patient (pt) is needing an MRI scan but reported that the pt said the ins is not currently working and not on. Caller added that, per pt, the ins has not been working "for months". Caller had no additional detail to provide.